Manufacturer narrative:
One device was returned for analysis. Visual inspection found a faulty air in line. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was air in line sensor. The air in line sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited air in line error. There was no patient involvement reported. There was unknown patient involvement, no patient injury was reported.